Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that the patient had been without baclofen since january, so withdrawal symptoms occurred.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported, the patient experienced return of spasticity.

Event description:
It was reported that a catheter micro fracture occurred on (B)(6) 2014. The report was confirmed. Following the micro fracture, the healthcare provider (hcp) did not refill the pump. The patient was on oral medications until a replacement. It was also indicated that the last refill was the day prior to this report. The pump and catheter were replaced because the patient was already ¿5 years into a 7 year pump¿. There was no allegation against the pump. The device system was used to deliver baclofen.